Event description:
(B)(6) clinical study. It was reported that an index ablation procedure was complete on (B)(6) 2022 with an intellanav stablepoint catheter. Two days following the index procedure the patient was called after the procedure for a follow-up and stated he was doing well, but felt mild positional pleuritic chest pain. The patient's oral medication was adjusted. Colchicine was increased to 0.6mg bid (twice a day) for the week post ablation. No further patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided, "it was reported that the patient was called after the procedure for a follow-up and stated he was doing well, but felt mild positional pleuritic chest pain," the instructions for use states: "potential adverse events: adverse events which may be associated with catheterization and ablation include: chest discomfort." Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.